Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)- failure (event) observed during analysis. The reported event of a long charge time was confirmed to have occured in the field. The device was tested on the bench and was found to be normal. The reported field event of a long charge time was believed to be caussed by a battery performance issue.

Event description:
This report is to advise of an event observed during analysis.